Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose from (B)(6) 2015 to (B)(6) 2015. Blood glucose at the time of admission was 26 mg/dl. Customer stated he was out playing pool and stopped to get something to eat and the next thing he remembers was having the paramedics over him. Customer stated he had multiple low blood glucose events but did not recall the dates. He stated he usually does not eat right after waking up. Another time his sister found him outside in his garden. Blood glucose might have been caused by going out to water his garden without eating. Another time he was driving and went off the freeway due to a low and ended up in the dirt, he treated with candy. Customer stated the doctor adjusted his basal settings to control the low blood glucose levels. The insulin pump was not replaced.